Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, while using the device, when suturing the jaws opened and the needle come off of the device. The needle was found and removed with graspers out of the patient. There was no patient injury. No device fragment was left in the patient cavity.

Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of one endo stitch suturing device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. A pmv needle was loaded onto the suturing device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle and the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.